Event description:
It was reported that during routine follow-up, the physician observed a high shock impedance value of 150 ohms, which is out of range for this right ventricular (rv) lead. Reportedly, the increase in the shock impedance was gradual and has been consistently high. It was then decided to perform defibrillation threshold (dft) test, resulting in the impedance values returning to normal limits. The physician decided to continue monitoring the patient. The lead remains in service. No additional adverse patient effects.

Event description:
It was reported that during routine follow-up, the physician observed a high shock impedance value of 150 ohms, which is out of range for this right ventricular (rv) lead. Reportedly, the increase in the shock impedance was gradual and has been consistently high. It was then decided to perform defibrillation threshold (dft) test, resulting in the impedance values returning to normal limits. The physician decided to continue monitoring the patient. The lead remains in service. No additional adverse patient effects.